Event description:
A malfunction alarm was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not taken corrective action at the time of reporting, and there was no need for third-party assistance. Technical support provided directions to reset the pump, and the issue was resolved as the malfunction code did not recur. The customer was advised to continue using the pump and to reach out for further assistance if the issue reappeared.